Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to confirmed and duplicated the reported issue. The problem was isolated to a burnt component l202 inductor, 100uh, 3a, smt p/n 68338. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical received the device. Technical support replaced the power driver pcb (printed circuit board). The ventilator passed gde (gas delivery engine) test, passed pre and post tests per (B)(4). However the root cause was not determined.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the avea ventilator showed vent inop along with voltage and pneumatics error codes. There is no patient involvement in this reported event.